Manufacturer narrative:
UDI: ((B)(4). Visual examination of the returned set screw featured a crumpled, deformed section at the base of its thread. Also noted, were irregular witness marks. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the set screw loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being fully tightened down onto the rod. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). The reported product shown below was used for the primary surgery performed on (B)(6) 2017. - product name: exp single inner setscrew - item no: 1797-02-000 - lot no: unknown. The primary surgery was performed on (B)(6) 2017 using the expedium system for a degenerative disease, and it was completed with no problem. About a month after the surgery, a rod was found coming off of the head of the set screw. On (B)(6) 2017, the revision surgery was performed, and the set screw was replaced with a new one. The revision surgery was completed successfully. It is considered that the cause of this event is that the reported setscrew had fixed to a screw head in cross-thread, so the rod was not fixed well in the head screw. After the surgery, it was found some area of the set screw had a large scratch probably caused while inserting the set screw by force.